Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. There was no cosmetic damage noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer's blood glucose level was 150mg/dl. The customer states the pump fell and the screen broke. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.